Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous lesion in the left anterior descending artery. Pre-dilatation was performed and the 2.5 x 18 mm xience v stent delivery system (sds) was advanced to the lesion without issue. When the sds was positioned, it was determined that the stent was not long enough for the lesion; therefore, the sds was removed. During removal, the stent caught on the tip of the guiding catheter and the sds could not be removed. The entire system (sds, guide wire, guide catheter) was removed as a unit. A 2.5 x 23 mm xience v sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Guiding catheter resistance was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.